Manufacturer narrative:
(B)(4).

Event description:
The pt experienced pain in her left great toe and in her gluteus when her implantable neurostimulator (ins) was turned on. The lead and extension had dislodged or migrated. A revision was performed where the ins, lead, and extension were explanted and replaced. The pt was not injured and had no pain in her toe after the procedure. A f/u report will be sent if additional information becomes available.